Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the right ventricular lead was oversensing noise. No changes or intervention was performed. The patient condition was stable.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.